Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device cable was observed to be cut. Based on evaluation findings, the reported failure root cause likely attributed to users handling issue and or maintenance.

Event description:
It was reported that the wire was observed to be cut. The issue occurred during device inspection. No patient involvement on this report. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis, unique device identifier (UDI) number and investigation conclusion. Physical evaluation of the received device confirmed the reported issue as a cut on cable was observed. The reported failure was most likely due to user mishandling. The device was previously sent in for service. Therefore, a service history review will replace DHR (device history records) review. The device was evaluated and shipped back to customer unrepaired as the product was non-repairable. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage and take special care to ensure all cables are undamaged. Olympus will continue to monitor complaints for this device.